Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) 2020-01-06. It was reported the charging difficulty were caused by the patient's battery being moved prior to manufacturer representative (rep) seeing her. No surgery had been planned. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient went to charge the battery last night and was unable to charge the device. The patient was unable to get any boxes on the charger. The rep used the antenna locate and was not able to get above 48. A pocket revision was planned, but it was not yet scheduled. The patient wants to replace the battery with a new one. No further complications were reported.